Event description:
It was reported that the patient underwent a routine heart transplant on 30may2020. No alarms or events were reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on (B)(6) 2015. Thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). A specific cause for the development of this deposition could not be conclusively determined. Additionally, analysis of the submitted log file confirmed low speed events and elevations in power. A specific cause for these log file findings could not be conclusively determined through this evaluation. A direct correlation between the returned device, reported events, and log file findings could not be conclusively established through this evaluation. (B)(6) was returned assembled with the driveline (dl) cut approximately 1.5¿ from the pump housing and the distal end was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port with the apical sewing ring attached to the distal end of the inlet tube. The sealed outflow cannula (outflow graft, outflow graft bend relief, outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of thrombus formations. Upon disassembly of (B)(6), a red thrombus formation was observed around the inlet bearing ball of the rotor. This deposition was tissue-like, adhered to the ball, and appeared to have evidence of laminated layering. The deposition also maintained its structure upon removal from the ball. The deposition appeared to have formed around the inlet bearing ball over an undetermined period of time while (B)(6) was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formation or a duration of time for which it was present in the device. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Additionally, the wires of the dl were examined under a microscope and no evidence of wire insulation breakdown was observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A direct correlation between the low speed events, elevations in power and returned device could not be conclusively established through this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the emergency room per coughing up blood. Upon log file review, there were multiple low speed advisory alarms that occurred while the patient was connected to a power module. One possible cause may be a high current event, which could have been caused by power spikes or the rotor's inability to spin due to thrombus. Another possible cause could be short to shield condition within the driveline.